Event description:
It was reported that a spectrum pump displayed system error 345 during therapy in the urgent care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of system error 345 which was reproduced. The eval found the cause to be a failed downstream sensor. The downstream sensor and pusher were replaced.